Manufacturer narrative:
Investigation conclusion: manufacturer investigation to determine whether the device lot failed to meet specifications could not be pursued because the customer did not provide a lot number. Despite multiple attempts, the customer did not provide the device lot number used. Based on the insufficient information, unable to determine any product deficiency. No corrective action is required.

Event description:
Correlation issues with d-dimer on triage d-dimer panel vs vidas; correlating results over 4 samples. Sample type triage edta plasma vidas citrated plasma no device lot or patient information was provided.